Event description:
It was reported that during surgery a vertical crack along the rear of the cage occurred and the cage came away from the introducer. A tamp was used to complete the implant. No further information is available at the time of this report.

Manufacturer narrative:
Additional information has been requested. Any relevant information will be provided upon receipt.